Manufacturer narrative:
A ge svc rep performed an on-site investigation. The charger circuit board and batteries were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that there was a charger failure error upon boot up. This error will likely prevent the sys from booting up. There is no report of pt injury associated with this event.